Event description:
It was reported that the patient's spinal cord stimulation (scs) implantable pulse generator (ipg) site was red, sore, displayed purulent secretion, and the skin was opening. The physician assessed the event as a sore skin defect with a secondary infection. Cultures taken confirmed staphylococcus epidermidis. The patient underwent a procedure in which the entire system was explanted. In addition, the patient was administered cefpodoxim antibiotics. The patient is expected to fully recover. The explanted devices will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 5129458. Brand name: clik x, upn: m365sc43180, model: sc-4318, lot: 23431946, batch: 23431946.